Manufacturer narrative:
Analysis of the returned device indicated that the inner shaft broke 0.704¿ from the distal face of the inner hub which would have resulted in the reported malfunction. There were striations around the outside diameter of the break point indicating metal on metal contact during use. The break point corresponds to the proximal end of the outer tube in the front hub. The diamond tip of the bur was compacted with biological contaminants. When viewed under magnification, there was deformation and indentations of the front hub locking areas consistent with aggressive use. There were no bends or signs of concentricity issues. There was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported via a manufacturing representative (rep) that two new burs were broken during an operation. It was noted that the doctor dealt with the issue in time and there was no damage to the patient.